Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. The service engineer (se) inspected the device. The se provided a price and part number for the customer and advised that the gas delivery system (gds) be replaced. No further information or parts were received, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator had a fault in the tidal volumes. There was no patient involvement. The event date was not specified; estimate used.